Event description:
It was reported that a primary audible alarm was experienced.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken on the bottom case and plunger assembly, the top case was chipped and right plunger case was cracked. Review of the event history log showed an occurrence of "primary audible alarm post." Functional testing involved running the pump through the power up process and audio testing and verifying that the main printed circuit board was working as intended. The investigation was not able to duplicate the alarm. The main board was found to be damaged during the inspection. The cause of the reported alarm was not identified and the speaker was replaced as a preventive measure. The main printed circuit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.